Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the office for a routine device changeout, externalized conductors were observed on the right ventricular lead and insulation abrasion was noted on the left ventricular lead. The issue was noted after the leads were capped. The patient did not experience any symptoms before and after the event.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.0cm was returned for analysis. External insulation abrasions were noted at 7.8-8.2cm and 26.4-27.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 28.0-28.4cm from the distal tip. The etfe coating was intact at these locations.